Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a te recognition test. The cause for the failure was a damaged solder connection on the pulse wires in the trunk cable. The root cause for the damaged solder connection was unable to be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.